Event description:
A report was received that stated the pump alarmed 'check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated: the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.